Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported with a description of injector did not take the lens, and it cannot be implanted through this injector. Additional information has been requested.

Manufacturer narrative:
One opened company handpiece injector was returned for evaluation for the report that the device does not catch the lens for delivery. A visual inspection of the iol handpiece injector was performed and was found to be nonconforming. The plunger is bent. A dimensional inspection for plunger position height was performed and was found non-conforming due to the bent condition of the plunger. Finally, a functional thread to barrel engagement check was performed and was found to be conforming. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The evaluation does confirm the injector plunger has a bent plunger head resulting in an upward plunger position, which could result in the plunger not making proper contact with lens for delivery. The root cause for the nonconforming plunger height is unknown. How and when how the plunger position became damaged cannot be determined from this evaluation and a root cause cannot be determined. The most likely cause of a bent plunger head of the injector is from improper handling of the product. The injector was manufactured in january 2023. The manufacturer internal reference number is: (B)(4).